Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 4 and 24 hours. The patient also stated that before the hospital they did try to give themselves 10 units but went to the ER (emergency room). It was also reported that the pod's cannula was dislodged. The patient was treated with IV (intravenous) fluids and changed the pod. The patient was released the same day. The pod was removed at the hospital.